Event description:
It was reported that a 2.75mm diameter x 22mm length resolute integrity (rx) drug eluting stent was implanted in a patient one (1) day past its use by date . No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: failure to follow instruction (stent used past its use by date). Shelf life exceeded (implanted one day past use by date). (No results available since no evaluation was performed) device implanted. No device received for evaluation conclusion results: (no device failure). (User error contributed to event) - IFU contravened (failure to follow instructions) - stent used past its use by date FDA. (B)(4).